Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side implant deflation. Device has been explanted.

Event description:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, curved opening with striated edge on radius side, partial delamination of diapherm flange disk, a curved cracked opening in valve. Based on the device analysis the final assessment is: - a curved striated opening assessed as surgical damage. - delamination of diaphram flange disk assessed as adhesive failure - a crack opening on valve assessed as cracked valve seat diaphragm valve. Healthcare professional reported right side implant deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: